Manufacturer narrative:
Evaluation result: release rod.

Event description:
It was reported by service report that the head end of the jack was drifting. No patient involvement or adverse consequences are reported.